Manufacturer narrative:
Updated to correct product returned date.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was initially reported to philips that when the device's selector is on "pacemaker", the defibrillator considers it in defibrillation mode. The pacemaker issue is being addressed in (B)(4) . This report has been updated to address damage to the device display and bezel which was found during bench repair to address the pacemaker issue.

Event description:
It was reported to philips that when the device's selector is on "pacemaker", the defibrillator considers it in defibrillation mode. There was no patient involvement.